Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate 1 of the coils, unsure which side/migration of device"), abortion spontaneous ("pregnancy (still birth or miscarriage)"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (still birth or miscarriage)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pain ("pain body aches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, vaginal haemorrhage, menorrhagia, headache, pelvic pain, pregnancy with contraceptive device and pain outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine and vaginal discharge had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. New events added- unable to locate 1 of the coils, unsure which side/migration of device, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), headaches, pain, pregnancy (still birth or miscarriage), device ineffective, pregnancy (still birth or miscarriage) and pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate 1 of the coils, unsure which side/migration of device"), abortion spontaneous ("pregnancy (miscarriage)"), pregnancy with contraceptive device ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2012. Concurrent conditions included morbid obesity. In (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia(painful during intercourse)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and pain ("body aches"). In (B)(6).2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In december 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6).2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy (full)). Essure was removed in (B)(6).2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and headache outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia and pain had resolved and the dyspareunia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: pfs received. Event abnormal bleeding, dysmenorrhea, migraines, back pain, abdominal pain, body aches, vaginal discharges outcomes were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate 1 of the coils, unsure which side/migration of device"), abortion spontaneous ("pregnancy (miscarriage)"), pregnancy with contraceptive device ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2009, (B)(6) 2012, (B)(6) 2014). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia(painful during intercourse)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and pain ("body aches"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, headache and pain outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine and vaginal discharge had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.